Event description:
The hospital reported that after the sterilization cleaning process, the 7mm extended length endoscope used for an endoscopic vein harvesting procedure circular rubber from the top of the scope, was protruding out. No patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/18/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The black rubber washer was observed to be hanging outside the eyepiece of the endoscope. A mechanical evaluation was conducted. The black scope end was removed. The black rubber washer was placed in its normal position and the black scope end was reattached with no physical or visual difficulties. Based on the returned condition of the device as well as the evaluation results, the reported failure "material protrusion / extrusion" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.